Manufacturer narrative:
Device investigation narrative - examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t2 implant was deployed from the fast-fix 360 device but did not push completely through the meniscus. This is an anecdotal report with very limited information. Unsure exactly which devices were reported or how many were reported as defective. There was no report of patient injury associated with the alleged events, and the procedure delay was reported as less than 30 minutes total delay.